Manufacturer narrative:
The device history records for the hdf-3500 device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The hdf-3500 passed ¿out qat¿ from heartsine technologies on the 5th january 2018. Upon receipt, the device failed to power on correctly and all instructional leds became constantly illuminated when the on/off button was pressed, with a flashing red status led observed, as per the reported faults. Furthermore, the device could not be accessed via saverevo and the memory logs could not be downloaded. The faults were attributed to a failure of the microprocessor, u25. It is a policy of heartsine to not refurbish devices that have been returned from the field, therefore this device shall be scrapped and replaced with a new hdf-3500.

Event description:
The red lamp is flashing. All other indicators are also flashing and the sound is ringing. The device does not operate even when the power button is pressed. There is no patient involved in this event.

Event description:
The red lamp is flashing. All other indicators are also flashing and the sound is ringing. The device does not operate even when the power button is pressed. There is no patient involved in this event.